Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. The microscope was recalibrated and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the microscope no longer was accurate. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the microscope no longer was accurate. No patient was present at the time of the event.